Event description:
The customer reported that the unit would unexpectedly shutdown.

Manufacturer narrative:
The customer reported that the unit would unexpectedly shutdown. A philips field service engineer went to the customer site and confirmed the failure replacement of the battery pca resolved the issue.